Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode due to oversensing of noise on the right atrial (ra) lead. This resulted in the minute ventilation (mv) feature being automatically disabled. It was also noted the ra lead exhibited a high out-of-range pacing impedance measurement greater than 3,000 ohms triggering a lead safety switch (lss) to unipolar. Technical services (ts) was consulted and advised the available atrial tachy response (atr) events show noise/artefacts consistent with oversensing myopotentials as a result of sensing in unipolar. Ts recommended at the next follow-up to consider an assessment of the ra lead for lead integrity and to continue routine, normal follow-up. All other lead measurements satisfactory and there were no concerns with the right ventricular (rv) lead. At this time, the device and the ra lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode due to oversensing of noise on the right atrial (ra) lead. This resulted in the minute ventilation (mv) feature being automatically disabled. It was also noted the ra lead exhibited a high out-of-range pacing impedance measurement greater than 3,000 ohms triggering a lead safety switch (lss) to unipolar. Technical services (ts) was consulted and advised the available atrial tachy response (atr) events show noise/artefacts consistent with oversensing myopotentials as a result of sensing in unipolar. Ts recommended at the next follow-up to consider an assessment of the ra lead for lead integrity and to continue routine, normal follow-up. All other lead measurements satisfactory and there were no concerns with the right ventricular (rv) lead. Additional information received advised the health care professional (hcp) will continue to monitor the lead at this time. The device and the ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode due to oversensing of noise on the right atrial (ra) lead. This resulted in the minute ventilation (mv) feature being automatically disabled. It was also noted the ra lead exhibited a high out-of-range pacing impedance measurement greater than 3,000 ohms triggering a lead safety switch (lss) to unipolar. Technical services (ts) was consulted and advised the available atrial tachy response (atr) events show noise/artefacts consistent with oversensing myopotentials as a result of sensing in unipolar. Ts recommended at the next follow-up to consider an assessment of the ra lead for lead integrity and to continue routine, normal follow-up. All other lead measurements satisfactory and there were no concerns with the right ventricular (rv) lead. At this time, the device and the ra lead remain in service. No adverse patient effects were reported.